Event description:
It was initially reported that the zimmer air dermatome handpiece was not taking the skin in one piece and skipped areas of the skin. Add'l clinical info determined that the event occurred during a surgical procedure and the initial graft was damaged in turn creating a pt harm. The initial graft although damaged was usable, however, due to the device skipping across the skin, the original harvest site was not suitable to take any add'l skin. A second area was used to complete the graft using an alternate device and the surgery was completed without delay.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.